Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 06:00 pm, the patient was feeling sick, had a headache, blurry vision and vomiting. He thought that he was sick so he rested and tried to sleep. Before he went to sleep his cgm value was 160 mg/dl and he did not check his bg finger stick. On (B)(6) 2025 around 04:00 am, the patient was still experiencing the symptoms so his wife drove him to the ER where they arrived around 04:10 am. His cgm was still reading 160 mg/dl and when his bg finger stick was checked it was 220 mg/dl. They administered insulin IV and saline IV. Laboratory test result confirmed that the patient was experiencing diabetic ketoacidosis (dka). He stayed at the hospital until (B)(6) 2025 and was discharged around 11:30 am. Before he was discharged, his manual bg was at 121 mg/dl while his cgm was reading 210 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.